Event description:
In was reported that when turning the needle by hand to puncture the bone, the hub broke. The user removed the needle with a pipe wrench. No pt injury or further complications were reported.